Manufacturer narrative:
UDI - (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of an iliac aortic aneurysm with an aortic excluder iliac branch endoprosthesis (ibe). The device reportedly met resistance due to tortuosity and calcium while being advanced outside of the sheath. The undeployed device was reportedly being withdrawn into sheath and the leading olive and the leading end of the catheter completely separated. It was reported the olive and leading end of the catheter were left in the patient as endotrash. It was reported another device was used to complete the procedure. No further issues were reported and the patient tolerated the procedure.